Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the plunger base is broken. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister connected to a needle assembly. The plunger rod thumb press is damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during assembly. The part could have become stuck and damaged. A device history record review was completed for provided material number 303552, lot number 2179829. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. Adjustments, alignment of the transportation mechanism and flow of product was good. No potential risks for jams were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe plunger base broke during use. The following information was provided by the initial reporter, translated from portuguese: "plunger base broken. Was the reported incident noticed before or during use? During. Was there any impact on the patient/caregiver? Not."